Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Initial reporter facility name and address: (B)(6) hospital.

Event description:
It was reported that the subject device had horizontal stripe on the image. The issue was found during a therapeutic endoscopic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. Corrected fields: d3, g1. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light bundle in the insertion section was slightly broken wires and worn. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: horizontal stripe on the image this event was caused by a component failure of uc sheath. The light bundle in the insertion section is slightly broken wires and worn this event was caused by a component failure of the light bundle in the insertion section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had horizontal stripe on the image. The issue was found during a therapeutic endoscopic procedure that was completed with a similar device. There were no reports of patient harm.